Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issues has been completed. The device has been returned for evaluation. The cause of the battery failure alarm was due to a defective battery (rapid decline in cell voltage). The exact cause of the defective battery was unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automatic impella controller (aic) had a battery failure alarm whenever it was turned on. No additional information provided, no report of patient involvement, injury, or harm.